Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 9:00 am the patient obtained the error message error 2 on the reported meter; he was unable to obtain a blood glucose reading. The patient took the action of consuming more food and/or a drink. At 10:00 am the patient experienced the symptoms of being tired and sweating. He did not seek any medical attention or treatment. Troubleshooting revealed the error message occurred when the meter¿s power button was pressed. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.